Event description:
It was reported that the patient experienced a lack of stimulation and high impedances (>10000). The lead extension, which the physician noted as broken, was replaced. Following the extension replacement the impedances were within normal ranges.